Event description:
PICC was placed. 9 days later the pump was reading that the PICC was occluded. Once they removed it they couldn't get anything thru it. They run fluids thru them continuously at 1ml/hr with a set amount of heparin. They have been using this product for about 3 years and never experienced this before. No changes in protocols or nursing staff. They attach a prn adaptor to the line.

Manufacturer narrative:
Although the malfunctioning device will not be returned to vygon, the details of the malfunction will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion.